Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The sheath of the burr was intentionally cut and a guideliner was placed over the burr and rotawire and successfully removed the burr from the patient. The procedure was completed with balloons and stents. No patient complications reported. It was further reported that the device was used to treat a chronic totally occluded lesion.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in left anterior descending artery. A 1.25mm rotalink plus was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The sheath of the burr was intentionally cut and a guideliner was placed over the burr and rotawire and successfully removed the burr from the patient. The procedure was completed with balloons and stents. No patient complications reported.